Manufacturer narrative:
Additional information of fa number.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of delayed needle retraction was confirmed from the physical samples that were provided for investigation. Twenty-eight representative 22g insyte autoguard device from lot 4290664 were provided for investigation. A functional test showed that the retraction time of some samples exceeded the specification limit. A trend was identified for complaints of delayed needle retraction and a CAPA was opened to address this issue. The appropriate manufacturing personnel were notified of this complaint. All needles fully retracted; therefore, the complaint of needle retraction failure was not confirmed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd insyte autoguard needle retraction issues. The following information was provided by the initial reporter: monday this week and now today I have received reports that the bd insyte autoguard 20g needles are not retracting when the button is pushed. Or they do retract after a delay or they very slowly are retracting. (B)(6) 2025. It was reported to me that both incidents occurred on (B)(6). I am unsure of the total number of needles this occurred with before it was reported to, and how many or each did one issue or the other. I was told that 5 nurses reported one or the other happening, as well as the manager opening one, but she cannot remember which it did but it did not work properly. She assumes more nurses experienced this without reporting as well.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.